Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5 and additional h6 conclusion code - 4310. H11: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with a 25mm 2700 pericardial valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of 11 years, five (5) months due to unknown reason. The tavr was performed with a non-edwards valve (medtronic core valve). There was no allegation that the surgical valve failed or malfunctioned prematurely.

Manufacturer narrative:
Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. In this case, minimal information regarding patient was received and attempts to obtain additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been made. The root cause of this event cannot be determined with the available information. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported that a patient with a 25mm 2700 pericardial valve, implanted in the aortic position, has been placed under evaluation for a valve-in-valve procedure after an implant duration of 11 years, four (4) months due to unknown reason. No other details have been provided.